Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, heavily calcified and 99% stenotic left anterior descending artery. The physician advanced the 2.25x12mm quantum maverick balloon to the lesion and inflated it to 10atms on the first inflation and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different device. Pt status is reported as "good".

Manufacturer narrative:
Device eval: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.